Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft with active control system include, but are not limited to, component migration and endoleak. Updated h.6. Investigation findings code c21 to codes c20 and c19. Updated h.6. Investigation conclusions code d16 to codes d1001, d12, and d15.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient underwent emergent endovascular treatment of a descending aortic aneurysm rupture or impending rupture using two conformable gore® tag® thoracic endoprostheses. The celiac artery was embolized using plug. Tgu343420j was implanted proximally, tgu404020j was implanted distally to a superior mesenteric artery. On unknown date, a proximal migration of tgu404020j and a distal type I endoleak were observed. On (B)(6) 2023, a reintervention was performed. A gore® tag® conformable thoracic stent graft with active control system (ctagac), tgmr404010j, was implanted to extend to the superior mesenteric artery. However, tgmr404010j moved proximally to the almost the same position of the distal end of the tgu404020j. An angiography revealed that the distal type I endoleak remain. Also, the angiography revealed a gap between the stent graft and the vessel wall due to a strong calcification. The gap was coil embolized. Additional gore® tag® conformable thoracic stent graft with active control system (ctagac), tgmr404015j, was implanted to extend to the superior mesenteric artery. An angiography revealed slight distal type I endoleak. The physician decided to monitor it because it was significantly improved. The patient tolerated the procedure.